Manufacturer narrative:
(B)(4). Date sent: 12/21/2020. D4: batch # u5azow. H6: component code = g02 electrical & magnetic. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present, the device was fully loaded with staples, indicating that the device had not being fired. The green check did not illuminate upon insertion of the battery confirming that the device was not fired. Attempts to fire the device upon installation of test anvil were unsuccessful, confirming the experience. Upon investigation, the copper trace on the flex circuit was found to have cracked which caused the device not to fire as intended. No conclusion could be reached as to what caused the cracks on the flex circuit. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: could you please clarify how long was the delay (hours/minutes)? Approximately 5 minutes--it was reported that the stapler would not fire. The staff went and grabbed another stapler and put the new battery in the old device to see if it would fire with a new battery. It did not work. So they then have to undo the anvil from the stapler and put in the new circular stapler device. The new device fired. Was there any patient consequence as a result of the procedure being prolonged? No.

Event description:
It was reported that the echelon powered circular device did not fire during a low anterior resection. The procedure was delayed by an unspecified amount of time and was completed with a like device with no patient consequences.